Manufacturer narrative:
Patient is an infant. Continued from concomitant medical products: concomitant tubing microclave, centurion IV set, nonbd trifurcated extension set were used. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of tpn was programmed to infuse at 13ml/hr for 24 hours and lipids at 4.8ml/hr for 12 hours through the baby's central line (PICC) when the device alarmed for occlusion while in the nicu. Multiple pumps and pcus were tried and a new IV central line (PICC) was inserted with no success of resolving the occlusion. The clinician sent the infusions back to the pharmacy for new tubing and the line was kept patent with heparin flushes. The occlusion was resolved with the new tubing. The device pressure mode was set at 300. There was no harm.